Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed all uplink amplitude tests due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported the programmer pen can not be used. Tried swapping pens but still did not work. It was also reported the screen is cracked. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.